Event description:
It was reported that intermittent malfunction alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer delivered a correction bolus via pump to address bg. The customer will continue to use current pump for insulin therapy.